Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant procedure, the patient coded three times. It was noted that the patient was too sick for the procedure. The procedure was aborted. The following day, the procedure was attempted again and was successful.